Event description:
I had the essure coils placed within my fallopian tubes and since I have experienced increasing and severe pain in my abdomen. This pain feels as though my ovaries are twisting and being stabbed. This pain is intermittent and usually occurs during intercourse, or any type of motion that forces me to bare down or twist. I have sought out many doctors only to be told that it was not the essure yet they could not find any reason for my pain. I was placed back on birth control and even went to physical therapy in an attempt to solve my pain. This product is faulty and should not be advertised with no long term side effects.